Manufacturer narrative:
The physician planned to increase the frequency of the follow-up appointments for this patient. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc) due to the programmed output lower than the pacing thresholds. There were also pacemaker mediated tachycardia (pmt) episodes as a result of tracking of the patient's intrinsic rate. No adverse patient effects were reported.